Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode after a magnetic resonance imaging (MRI). MRI settings were enabled prior to screening. Programming changes were made to restore normal parameters. There were no patient consequences.